Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent atrial capture. Moreover, the ra lead exhibited high threshold. The boston scientific technical services (ts) stated that the lead did not looked like sensing appropriately either and recommended reprogramming. Additional information indicated that the ra lead appears to be dislodged due to unknown cause and was confirmed after seeing the images of a fluoroscopy shot. The ra lead was surgically abandoned. No additional adverse patient effects were reported.